Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. The drive support disk was inspected and no anomaly was noted. The unit was received with normal operating currents. There were no unexpected off no power or low battery alarms noted. The unit had a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she woke up with a high blood glucose. Her blood glucose worsened to 339 mg/dl before she called ems. At the time of hospitalization, her blood glucose was 489 mg/dl. The patient was treated at the hospital and released the same day. The stated that on one of her infusion sets the insulin was pooling on top of her skin under the adhesive. The drive support cap on the insulin pump was also flushed. The insulin pump was returned for analysis.